Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device displayed an "oxygen alarm" error message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation. The customer's report was not replicated or confirmed. The device was put through extensive testing without duplicating the report. The device was recertified and returned to the customer. Review of the forensic memory found an o2 supply pressure low- 2020 alarm. However, it is unknown what the customer's o2 supply pressure was during the time of the report. Analysis of reports of this type has not identified an increase in trend.